Event description:
The nurse reported a very difficult stick. The catheter tip sheared while inside the patient. The catheter tip was able to be retrieved from the baby without surgical intervention. No extra hospitalization was necessary, and there was no harm to the patient.

Manufacturer narrative:
Conclusions- a root cause analysis could not be performed as the sample had been discarded by the hospital, and therefore, was not returned for evaluation. The device history was reviewed for reported lot number 7080915 and no irregularities were noted during the lot's manufacture.